Manufacturer narrative:
Product event summary: it was reported that the new shoulder bag's strap would come loose from the bag when turned at different angles. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the unit passed visual inspection and functional testing; mechanical parts (straps, flaps and zippers) and the plastic viewing window performed as intended. As a result the reported event could not be confirmed. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's shoulder pack strap would come loose as the bag turned at different angles. The shoulder bag was replaced. No patient complications have been reported as a result of this event.